Event description:
Device issue: physical resistance. Time of device issue: during the procedure. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the right coronary artery had an acute bend with 90% disease, high calcification and tortuosity. Following pre-dilatation, the 2.75 x 12 mm xience v stent delivery system (sds) was advanced. However, due to tortuosity and the acute bend the sds had to be negotiated repeatedly to position the stent. The stent was deployed at which time a long spiral dissection was observed distal to the stent. A 2.75 x 38 mm xience prime stent was used to cover the dissection. There were no additional pt effects and the pt was released 48 hours post-procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Eval. Summary: although the xience v sds was not returned for analysis, there was no report of any damage observed to the device prior to use, which may suggest that a product deficiency did not contribute to the difficulties experienced. Difficulty crossing/physical resistance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices and/or accessory device support. Based on the information provided, there was an acute bend in the vessel, which was also heavily tortuous, heavily calcified and 90% stenosed. This likely contributed to the reported resistance. Reportedly, a dissection occurred after implant of the xience v stent. The pt effect of dissection, as listed in the product instructions for use, is a known potential adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). These known pt effects are not necessarily an indication of a product quality deficiency. However, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined. A review of the product mfg records did not reveal any non-conforming material records associated with this report. In this instance, based on the info received with this complaint, the reported resistance within the lesion appears to be related to the circumstances of the procedure.